Event description:
A valiant captivia stent graft was selected for use in a patient for the endovascular treatment of an unknown aortic disease. It was reported that the plastic tip which was protecting the "probe" was broken. This was verified before the procedure. The probe was not damage and has been used normally. Per the physician the cause of the event is unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: upon review of the returned device a kink was observed on the graft cover and inner member distal to the stent stop. No issues were noted withdrawing and advancing the graft cover. No further damage was observed to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on this case reported that indication of the index procedure was: exclusion of aneurysm of the aortic arch by endoprosthesis (with revascularization of the left subclavian artery by covered stent). It was noted that the patient has a congenital anomaly of the aortic arches with sacciform aneurysms of the isthmic region and an ectopic left subclavian artery at the level of the descending thoracic aorta. Information is provided in the future, a supplemental report will be issued.